Manufacturer narrative:
A review of the device history record (DHR) associated with lot 82191727 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the 0.035¿ 9 x 29 x 135cm palmaz genesis peripheral stent delivery system (sds) (on a .035" x 135cm opta pro) was not well preloaded on the balloon, it was misaligned with the balloon and can't be used. There was no reported patient injury. The device was stored in the cath lab in normal condition, at room temperature, for one week. The device was stored, handled and prepped per the instructions for use (IFU). The stent was not manipulated during prep. There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. The procedure was completed using another palmaz genesis. The device was will not be returned for analysis as it was discarded by the hospital. Image is available for review.

Manufacturer narrative:
After further review of additional information received the following sections g3,g6,h2 and h6 have been updated accordingly. The 0.035¿ 9 x 29 x 135cm palmaz genesis peripheral stent delivery system (sds) (on a .035" x 135cm opta pro) was not well preloaded on the balloon, it was misaligned with the balloon and can't be used. There was no reported patient injury. The device was stored in the cath lab in normal condition, at room temperature, for one week. The device was stored, handled and prepped per the instructions for use (IFU). The stent was not manipulated during prep. There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. The procedure was completed using another palmaz genesis. The product was not returned for analysis. An image of the packaging was provided which confirmed the lot number. A product history record (phr) review of lot 82191727 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent loose crimp - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.